Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgeon was inserting the real stem in question, it got stuck at about the middle of the bone. The surgeon decided to remove the stem to prevent fracture caused by further inserting, but the stem was not removed at all, probably because it bit into the cortical bone at the distal end. After that, the surgeon reamed the distal part of the bone with a k-wire and removed the stem eventually. This event caused the delay of surgical time. The surgery was completed with over 30 minutes delay.